Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 31 mg/dl. The customer drank a soda to address low bg level. The customer stated that they had contacted their healthcare provider (hcp) and per the hcp, the basal rate had been set too high. Reportedly the customer's bg level has since evened out.